Event description:
A trapease consumer called for medical information and also reported adverse events. Consumer had a trapease filter implanted (B)(6) 2006 because of a prior history of pulmonary embolism for a right knee replacement surgery. She reported worsened knee pain of her left knee 2011/u/u which was treated with tramadol and a left knee replacement surgery was scheduled and performed (B)(6) 2011, requiring a 5 day hospital stay and discharged to a rehabilitation facility. In (B)(6) 2011, she reported feeling shaky and was seen in the emergency room a number of times, and was diagnosed with anxiety. However, at the end of (B)(6) 2011, a lung scan was performed diagnosing a pulmonary embolism. Treatment was a 5 day hospitalization which included heparin, coumadin and lovenox. On 2011/u/u, a visiting nurse performed a pulse oximeter with results of an oxygen saturation of 80%. Consumer was taken to the emergency room, a lung scan was performed, diagnosing "double pneumonia" and "the clot was still there." No additional information was available.

Manufacturer narrative:
The patient's ongoing medications are aspirin, vytorin, insulin, robaxin and baclofen. The product remains implanted in the patient and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A trapease consumer called for medical information and also reported adverse events. Consumer had a trapease filter implanted (B)(6) 2006 secondary to prior history of pulmonary embolism for a right knee replacement surgery. At the end of (B)(6) 2011, a lung scan was performed diagnosing a pulmonary embolism. Treatment was a 5 day hospitalization which included heparin, coumadin and lovenox. On 2011/u/u, a visiting nurse performed a pulse oximeter with results of an oxygen saturation of 80%. The patient was taken to the emergency room; a lung scan was performed showing that "the clot was still there. No additional information was available. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Inferior vena cava filters are used to prevent pe in patients with contraindications to, complications of, or failure of anticoagulation therapy and patients with extensive free-floating thrombi or residual thrombi following massive pe. Current evidence indicates that ivc filters are largely effective; breakthrough pe occurs in only 0% to 6.2% of cases. Contraindications to implantation of ivc filters include lack of venous access, caval occlusion, uncorrectable coagulopathy, and sepsis. Complications include misplacement or embolization of the filter, vascular injury or thrombosis, pneumothorax, and air emboli. Recurrent pe, ivc thrombosis, filter migration, filter fracture, or penetration of the caval wall sometimes occurs with long-term use. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt. Inferior vena cava filters are used to prevent sequelae, especially pe, in patients with contraindications to, complications of, or failure of anticoagulation therapy and patients with extensive free-floating thrombi or residual thrombi following massive pe. Placement of a vena cava filter reduces, but does not eliminate the risk of symptomatic pe in patients with proximal dvt in the short-term and does not prevent small pe. Factors that may have influenced the event include patient, pharmacological and lesion.